Manufacturer narrative:
The pump was returned to animas for eval. The pump exhibited minor surface scratches and the screen contrast was dim due to a display screen malfunction. All screen text was clearly visible. The pump was evaluated and found to be operating within required specifications and delivering the insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. The pump history indicated bolus deliveries for 2 days preceding the pt's disappearance as follows: 10.0 units on (B)(6)2010 at 9:42pm and 5.0 units on (B)(6)2010 at 2:15pm. There were no deliveries after (B)(6)2010. A cartridge fill and prime was recorded on (B)(6)2010 at 6:06pm. According to the history, the insulin remaining in the cartridge prior to the fill was 126 units; the prime delivery was 14.2 units; and the insulin remaining after the cartridge fill and prime was 177 units. A 5-hour temporary basal rate was programmed on (B)(6)2010 at 6:11pm. An additional 8 units were recorded in the total daily basal delivery history due to the increased basal rate. The pump continued to deliver the user's programmed basal rate until the insulin remaining reached zero on (B)(6)2010 at 1:17pm at which time an empty cartridge alarm was triggered.

Event description:
It was reported that the pt died on or around (B)(6)2010. His parents reported him missing on (B)(6)2010. He was found by state police officers in his car on (B)(6)2010 who reported the pump was attached to the pt and was beeping with an alarm. Preliminary reports indicated the cause of death was hypoglycemia. A family member reported that the pt had experienced 3 prior episodes of hypoglycemia in (B)(6) and (B)(6). The pt's physician examined the pt after each event; he changed the pump settings to deliver less insulin; he reported that his assessment was that the pt had intentionally over delivered insulin via syringe on those instances.